Event description:
Patient underwent a robotically assisted laparoscopic radical prostatectomy. Tip cover accessory developed both a hole and split, requiring device removal and replacement. No apparent patient harm.